Event description:
The doctor stated that the pt received a medpor sphere implant ten years ago. The doctor reported that there were small bumps of medpor that are covered by a thin layer of conjunctiva on the pt's eye. The doctor reported that he explanted the implant.

Manufacturer narrative:
The device history records for this lot were reviewed and all processes, and test criteria are within the medpor implant specification.